Event description:
A valiant captivia stent graft was attempted to be implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. During the index procedure the physician opened the product pouch and noticed that the release handle was loose and was not at the original unlock position. There was a noticeable 3mm gap between the blue top cap release handle and the grey delivery system. The physician proceeded to flush the device at the wire lumen and then proceeded to flush the luer lock port to lubricate but his attempt was unsuccessful. There was no saline getting into the port and the occlusion was evident because the air bubble in the port wasn¿t moving. The physician decided to use another device and the procedure was completed successfully. The device was not inserted in the patient. No clinical sequelae were reported and the patient is doing fine. Upon inspection of the returned device, both the external slider and the tip capture release handle were at their home positions; there were no abnormal gaps. Water and air drops were observed within the sideport tubing, all the way up to the barbed adaptor. The rest of the device was unremarkable. Water was attempted to be flushed through the side port assembly using a syringe, but the water would not pass through the barbed adaptor. The delivery system was broken down in order to inspect the side port extension and barbed adaptor. Microscopic images revealed that the material occluding the barbed adaptor was semi-transparent and glossy. The inability to irrigate complaint was confirmed. The root cause of the event was most likely due to excessive glue being applied during manufacturing, which led to the obstruction within the barbed adaptor.

Manufacturer narrative:
(B)(4).